Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2025, it was reported by insulet partner to the international team that the patient experienced inaccurate cgm values. It has been reported that ''the values were different but could not provide what the exact values were on the dexcom app and on the controller.'' . The patient was vomiting and had dry mouth and decided to go to the hospital. There the patient was diagnosed with dka. The patient was treated with IV medication at the hospital and was transferred to the intensive care. The patient was hospitalized for 8 days. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.